Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level read "high" on cgm, a specific value was not provided with high level of ketones, which were not identified as dangerous. Elevated blood glucose was addressed with a correction bolus via pump. The customer changed supplies to resolve the issue and resumed insulin therapy